Manufacturer narrative:
Patient information: unknown. (B)(4) this lens model is contraindicated for patients with age less than that of 21 years. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -08.00 diopter, within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Additional information: d4: unique identifier:(B)(6) d9: device available for evaluation?: yes. Returned (B)(6) 2022. Claim#(B)(4).